Event description:
Report from home care dealer that healthcare professional found pt cyanotic and unresponsive. Pt was removed from device, manually ventilated and transported to hosp. Pt currently at home and doing fine. Device had reportedly stopped cycling with no audible alarm. Liquid noted in pt's circuit.